Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. This lead exhibited no capture in any vector when tested and was found to be dislodged. This lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. This lead exhibited no capture in any vector when tested and was found to be dislodged. This lv lead was explanted. No additional adverse patient effects were reported. Additional information indicated that the twiddle syndrome caused the lead to be twisted out of place. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis could not confirm the allegation against this lead. Visual inspection revealed no abnormalities.